Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed to communicate and full synchronization was failed. A technical support specialist (tss) had proceeded to full synchronize the station but received with an error like "failed to download, cleaning up any partial data", then proceeded to drop the database and tried full synchronization again, but still got the same error. Further tss worked with sme and tried to increase the time out for the synchronization and proceeded to full synchronize again, still got the same error, then sme advised proceeding with full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The healthsight server indicated that device was not communicating. Upon inspection at the pyxis unit, no disconnect icon was observed, and all connections appeared intact and connected to the correct ports. The system was rebooted but the issue persisted. There were no delay or adverse events or injuries reported based on this event.